Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after treatment date. The logfile review for the day of treatment shows during start up the vacuum check and the energy check were performed successfully without issue. The ablation check was performed twice. The second ablation check was performed successfully without issue. The logfile shows 12 successfully performed treatments. The energy was stable during treatment day. According to the missing information about the treatment details the related treatment cannot be identified. However the review of the complete day shows an info message displayed. The patient release was activated without eye contact. No error or warning messages appeared according to vacuum issue. The corresponding treatment was cancelled. After shut down and restart the device, the treatment was restarted and finished without any problems. All the other treatments on that day were finished successfully without interruption or any problems, so no malfunction could be identified. The logfile review for the day of treatment shows that the message appeared before laser fired, so the reported event happened prior to procedure. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported suction loss on both vacuums although the patient interface was still suctioned to the patient's eye. The bed and arm locked. The arm was lifted and the surgeon was able to remove the patient interface. The laser was restarted and both vacuums passed energy and ablation was maxed. The flap was completed and the surgery day was completed without further incident.